Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received a vibratory alert for out of range high voltage lead impedance. Upon review in clinic, it was noted that impedance has been exponentially increasing since implant. Patient was asymptomatic. The device was explanted and replaced. Patient was in stable condition after the procedure.